Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that on (B)(6) 2021, she had been running high for some time, due to which she changed her infusion set and self-treated herself. However, at 01:20 pm (on the same day), she visited the doctor and got herself treated which helped her lowering her blood glucose level. But, the next day, (B)(6) 2021, in the morning right before 10:00 am, the patient felt bad and she noticed that her infusion set's tubing was loose and came off her body. Her blood glucose level went to 450 mg/dl at the time of this event. Further, she changed her infusion set and it took her all day to lower down her blood glucose level. Currently, her blood glucose level was 192 mg/dl. Reportedly, in the past, she got a no delivery alarm, after which the patient changed the infusion set. Upon visual inspection performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.